Manufacturer narrative:
(B)(4). S/w ver. 4.11j. Retainer ring = clear. On (B)(6) 2021 the customer reported battery test failed alarms. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of belt clip rails, missing serial number label, missing display window cover, cracked keypad overlay, keypad overlay scratched, keypad overlay texture damage, scratched lcd window, scratched case. The scratches on the lcd window are so severe that it is nearly impossible to read what's displayed on the screen. Unit passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. The go back keypad button does not work whatsoever. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool confirms multiple occurrences of the following alerts/alarms around the event date: 6=batt out limit--5 alerts on 08/24/2021. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--da2. In summary, the customer¿s report of battery test failed alarms was not confirmed during testing. The non functioning go back keypad button is due to the corrosion around pcba1 d2. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarms. No harm requiring medical intervention was reported. The device will be returned for analysis.